Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, change sensor/bad sensor. The customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia treated with glucagon. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-381a, mmt-332a, mmt-7040a. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-381a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported, having sensor updating and change sensor alerts. Helpline tested the transmitter and it was working correctly. Customer also reported, having a low blood glucose that was treated with glucagon. Troubleshooting was done for sensor issue and for testing transmitter. Troubleshooting was declined for the low. It was unknown, if pump was used within 48 hours of the low. It was unknown, if smartgaurd was used. It is unknown, if customer will continue to use the pump. Pump is not returning for analysis.